Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported, by the patient, that she underwent a gynecological procedure in (B)(6) 2008 and an obturator sling was implanted. The patient states that the mesh eroded through the vaginal wall 5 months post operatively and was trimmed in (B)(6) 2012. She also reports that the mesh then started to shrink causing intolerable pain and the vaginal portion was removed in 2013 leaving the arms,tabs and anchors. Since (B)(6) 2013 she cannot stand for more than 10 minutes, walk far and has constant pelvic, back and groin pain. Her bladder and bowels do not work as they should and she has not been able to have intercourse. Additional information was not provided.